Manufacturer narrative:
Follow-up #1 date of submission 04/26/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed a call service on (B)(4) 2013 at 6:26pm; user programmed a bolus of 1.5 units and after alarm, delivery of approximately 0.5 units was noted in history. During testing, no partial boluses were observed in pump history when the call service alarm was tested and induced on the pump. No power or prime issues were noted with the pump. The pump was exercised for 24 hours; multiple boluses were performed on the pump; the pump did not reproduce any call service alarms during testing. No moisture or damage was noted inside the pump when the pump was opened.

Event description:
On (B)(6) 2013, the patient contacted animas stating that the pump emitted a call service alarm when attempting to bolus. There were reportedly no issues noted with the boluses when the pump history was reviewed. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.